Event description:
It was reported that at implant attempt the lead was advanced into the arterial system. The lead was removed and replaced with a right-sided implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and per analysis findings there were no anomalies found.